Event description:
It was reported that the pump alarmed that the pump won't run so cassette was switched to a back up pump. The back up pump also won't run. A new cassette was mixed from the emergency kit and infusion was resumed. The pumps are not being replaced as it was determined to be most likely a cassette issue and not a pump issue. This is a continuous infusion. The product fault occurred while in use with the patient. Actual cassette is available for investigation. The cassette was replaced and was able to successfully continue the infusion. The infusion is life sustaining. The outcome is resolved. No patient injury was reported.

Manufacturer narrative:
Operator of device is patient/consumer. (UDI and catalog number) and 510k are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: samples received consist in 2 cassettes product in after use conditions, decontaminated and inside in a plastic bag visual inspection: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing first pump: no alarms were activated. Complaint is not confirmed. Functional testing second pump: no alarms were activated. Conclusions: based on the no disposable alarm investigation and root cause conduct the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. The cause of the reported problem could not be determined. A CAPA was opened to investigate the reported issue. No lot number was provided; therefore, DHR (device history review) could not be performed. D4: device expiration date and h4: device manufacturing date not available.